Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was in backup vvi. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a pacemaker found in back-up mode was confirmed. As received, the device was at end of life (eol) level and the analysis of the device image was not possible due to corruption. The electrical tests and battery assessment did not find any anomalies. A longevity assessment was performed and found the device to be in a normal range of operation with normal battery depletion.